Event description:
It was reported that a patient underwent an ovarian cyst removal procedure on (B)(4) 2012 and suture was used. During the procedure, the needle broke at the swage area during continuous suturing to close fascia. The procedure was performed by a laparoscope, but it was converted to an open abdominal surgery to find the broken needle. The broken needle was found under the fascia.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.